Event description:
Changing over from laparoscopy case to an open cholecystectomy. The light source was left on the drapes and a small burn hole was made on the drape.per the site reporter, staff will take further precaution on fire safety. This issue was reported due to change in drape material by manufacturer from a wood to sms.according to cardinal they have received similar reports, melted drapes from other institutions.